Manufacturer narrative:
Ortho investigation into the event and found that the donor testing confirmed to be negative for the stated infectious diseases as indicated in the c of a. Although the medical safety officer considered this event to be not serious but because no test can ensure 100% pathogen free, accidental exposure to human rbc or antisera from human blood is treated conservatively and considered to be reportable. Mxp# (B)(4), qerts# (B)(4).

Event description:
Customer contacted tsc to report laceration on thumb after test tube containing ortho confidence kit cell#1 lot# cnf197 exp 7/28/20 shattered while pipetting. Customer reports that she was wearing ppe/latex gloves at the time of laceration but that glass cut through glove into the thumb. Relevant information: issue started on: (B)(6) 2020 incident date other relevant information: customer was doing quality control when glass test tube shattered with contents, confidence cell contents along with glass cut through glove and into thumb. Customer immediately washed laceration with soap and water, allowed wound to bleed and dry out, put band-aid on area. Customer reported incident to employee health and blood bank director. Injury is currently stable, customer is ok, wound not showing any signs of infection. Customer did not receive any medication or treatment other than washing area and applying band-aid. Tsc will document phs event. Customer wanted to report incident for awareness. Tsc discussed infectious disease protocol, discussed ortho release testing requirements for product and product IFU, investigation will be conducted. Customer satisfied with discussion.